Event description:
It was reported that sometime post port placement, catheter was allegedly fractured and separated upon removal. It was further reported that the remaining section of the catheter was removed by interventional radiology without complication. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 12/2024).

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. ¿warning: do not power inject through a port system that exhibits signs of clavicle-first rib compression or pinch-off, as it may result in port system failure.¿ ¿this device is contraindicated for catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates of pinch-off.¿ ¿signs of pinch-off clinical: difficulty with blood withdrawal, resistance to infusion of fluids; patient position changes required for infusion of fluids or blood withdrawal radiologic: grade 1 or 2 distortion on chest x-ray. Pinch-off should be evaluated for degree of severity prior to explantation. Patients indicating any degree of catheter distortion at the clavicle/first rib area should be followed diligently. There are grades of pinch-off that should be recognized with appropriate chest x-ray as follows¿ ¿preventing pinch-off the risk of pinch-off syndrome can be avoided by inserting the catheter via the internal jugular vein (ij). Subclavian insertion of the catheter medial to the border of the first rib may cause catheter pinch-off, which in turn results in occlusion causing port system failure during power injection. If you choose to insert the catheter into the subclavian vein, it should be inserted lateral to the border of the first rib or at the junction with the axillary vein because such insertion will avoid compression of the catheter, which can cause damage and even sever the catheter. The use of image guidance upon insertion is strongly recommended. A radiographic confirmation of catheter insertion should be made to ensure that the catheter is not being pinched.¿ h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port placement, catheter was allegedly fractured and separated upon removal. It was further reported that the remaining section of the catheter was removed by interventional radiology without complication. There was no reported patient injury.